Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the main body by the bifurcation was confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being monitored pending a re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Reference MFR. Report # 3008011247-2021-00029 for initial report to patient ID (B)(4), which was submitted with the incorrect cfn/fei #. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 9 months post initial procedure during routine follow up, a possible iiib endoleak was identified. The patient is currently being monitored. Reference MFR. Report # 3008011247-2021-00029 for initial report to patient ID 52064, which was submitted with the incorrect cfn/fei #.